Manufacturer narrative:
This report is submitted on september 09, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. It is unknown if there are plans to reimplant the patient and additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Date of event is now known on (B)(6) 2021. This report is submitted on october 23, 2021.